Event description:
It was reported that the customer's insulin pump said he took 18 more units of insulin than what the reservoir showed. He was experiencing low blood glucose levels. On (B)(6) 2015 he was hospitalized for his low blood glucose level of 24 mg/dl. The customer's brother found him unconscious and he used his last glucagon shot the day before. The customer was taken off the insulin pump for fluctuating blood glucose levels and hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.